Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been 9 years, since the subject device was manufactured. Based on the results of the investigation, the image function did not work properly, due to the damage of the element resulted in the no image. The root cause for the us 6400 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional informaion received. Please see updates to b5. The investigation is ongoing. A supplemental will be submitted on completion of investigation o if any additional information is received.

Event description:
The customer further reported that the case that was cancelled and rescheduled for a later day due to unavailability of the loaner device was performed without any adverse events.

Event description:
The customer reported to olympus, the loaner evis exera ii ultrasonic bronchofibervideoscope displayed intermittent image. A us6400 error message that read ¿check the connection of the ultrasound endoscope or probe¿ was displayed during a diagnostic procedure and the site was unable to clear the issue. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Upon investigation, the customer reported that a small amount of blue substance was found on the connecting cable (maj-1957). The customer did not have another cable or scope to swap out. The device was reprocessed using olympus reprocessor (oer-elite). Since the issue appeared to be of the scope, the customer was transferred to olympus repair department. The loaner device was returned. It was found that the image had one broken element. It was also noted that the adhesive of the bending section cover was cracked. The investigation is ongoing. Follow up in progress to obtain additional information regarding the event from the customer. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted for correction to event date and additional information provided by the customer. Follow up in progress to obtain additional information regarding the cancelled procedure and impact on the patient. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer further reported that scope failure occurred following reprocessing with error message ¿check the connection of the ultrasound endoscope/probe¿ observed after beginning the ultrasound imaging. The screen then froze on this message. Disconnecting, wiping down all electrical connections with a lint free surgical towel and performing a hard reboot of the tower systems after reconnecting all endobronchial ultrasound (ebus) components did not correct the error message from reappearing. The intended procedure was diagnostic bronchoscopy with ebus procedure. The facility was unable to perform the ebus portion of the bronchoscopy procedure due to this failure. However, a lung cancer diagnosis was confirmed based on the endobronchial jaw biopsy samples obtained. The procedure was not prolonged. There was no medical intervention required as a result of the reported problem. The customer contacted olympus since the malfunction was reproduced on a bench test two days after the event. Two cases that were scheduled for 26-apr-2023 had to be cancelled because of unavailability of replacement loaner device.